Manufacturer narrative:
(B)(4). Device elevated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a carotid artery stenting procedure, the stent damage and restenosis occurred. The initial procedure treated a 5-10x15mm, straight lesion of the common carotid artery (cca) to internal carotid artery (ica). A filterwire ez was placed, predilation was performed with a 3.5x30mm balloon, a 10x24mm carotid wallstent was placed, and post dilation was performed with a 4.5x20mm balloon. The physician reported that after stent placement, the lesion became "more straight" and the stented segment from the cca to ica became "narrow" and "elongated." No problems with the stent were noted on angiography. The patient was seen for a one month follow up visit and "coning" of the stent was noted with shortening on the cca side of the stent. The physician implanted a 6x30mm non-bsc stent and post dilated with a 4x30mm balloon. At the three month follow up in (B)(6) 2010, the distal portion of the carotid wallstent was completely restenosed. The physician felt that post dilation of the stent during the initial procedure may have contributed to the shortening of the stent.